Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The report event of high impedance was confirmed. As received, the x-ray, performed an inspection of the returned lead extension found wires being broken at channel # 1,5-8 distal electrodes header. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient ineffective therapy. System diagnostics recorded high impedances on the extension. As a result, surgical intervention was undertaken wherein the extension was explanted and replaced. Effective therapy was restored post operatively.